Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2017, a 12f amplatzer torqvue 45x45 delivery sheath was used to implant a 20mm amplatzer amulet (acp2, lot 5609618). In (B)(6) 2017, the patient was hospitalized due to an epileptic seizure and the MRI (1.5t) was negative for a tia or an ictus. On (B)(6) 2017, the patient became hypotensive and short of breath and a chest CT scan was performed which revealed a pericardial effusion. Pericardiocentesis was performed. There were clots observed close to the left atrium but the auricular appendage did not appear damaged. Per report on (B)(6) 2017, the acp2 remains implanted and the patient remains hospitalized due to bilateral pneumonia and post-procedural sepsis. Neither device was suspected to have caused the event.

Manufacturer narrative:
Describe event or problem - updated.

Event description:
On (B)(6) 2017, the patient became hypotensive and short of breath and a chest CT scan was performed which revealed a pericardial effusion. Pericardiocentesis was performed and 500 ml of blood was drained. Per report, the patient remained hospitalized due to other co-morbidities (bilateral pneumonia, post-procedural sepsis, epilepsy). Neither device was suspected to have caused the event. On (B)(6) 2017, the patient was transferred to rehabilitation in stable condition. The acp2 remains implanted.